Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis cable required replacement. A field service engineer replaced the pyxis cable from main to auxiliary to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not functioning and unexpectedly displayed a black screen. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.